Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the explanted device was not returned for analysis; therefore, the root cause of this event cannot be confirmed. However, the surgeon has indicated that this event was not device related. No further actions are possible with the available information.

Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 4 months due to prosthetic valve endocarditis. Unfortunately, the infection source is unknown; however, the surgeon has indicated that this event was not device related. No other details provided.